Event description:
The attachment was returned to the manufacturer for service, and during the eval a red substance was found on the device. There was no pt involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The attachment was received at the manufacturer for service. During the eval a red substance residue was found near the balls and driveshaft of the device while a visual inspection was performed under magnification. Based on the quality investigation details, this substance was likely mobil 28, which is a lubricant that is used in this device. It's possible the lubricant migrated from the rear bearing after the initial cleaning of the product.